Manufacturer narrative:
Additional information: h4: the lot was manufactured between 25 july 2025 and 30 july 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during patient infusion. The device contained 78 ml of 5 fluorouracil and 177ml of 0.9% sodium chloride. The expected infusion time was 46 hours; however, the device was empty after approximately 30 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.